Event description:
The customer reported that the device would not recognize pads during a patient event. There was no negative patient impact.

Manufacturer narrative:
The customer reported that the device would not recognize pads during a patient event. There was no negative patient impact. A philips field service engineer evaluated the device with no trouble found. The device was functioning as designed and intended. A philips quality investigator reviewed the electronic event file. This was a use issue where the lead select function was not depressed to display the available pads ECG waveform. There was no malfunction of the device.